Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in UK. As per follow up with the customer, the customer does not routinely test taps and the customer is evaluating to introduce this test. There were no other devices in theatre, customer does not use water blankets. The devices are never used on ICU. Strict adherence to the IFU is followed and customer also included latest version of their sop. Single use gloves are worn for each machine. Customer can only transport and clean one machine at a time. A t90 filter is used in decon unit and last 90 days. There are two further sinks in the hospital, which are used for water tank changes on the alternate weeks. These use the pall aguasafe filter, which are changed weekly. The hcu's are used inside the operating theatre, with the fans facing away from the surgical field including instruments in the hospital sop there is reported that: "units kept filled at weekends for emergency surgery are not monitored for h2o2 levels on saturday and sunday, but are always tested before next use. Hcu tanks are also drained before long term storage." If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacterium gordonae once in 2024 (pre disinfection), 9 times in 2023 by mycobacterium gordonae (7 pre and 4 pos disinfection), 11 times in 2022 (10 pre and 6 post disinfection), 6 times in 2021 (pre and post disinfection). Additionally, there were 8 events about total viable count (tvc) > or equal to 100 (2 during 2024, 2 during 2023, 2 during 2022, one in 2021 and one in 2020). There is no patient involvement.

Manufacturer narrative:
A device service history review was performed and identified that no similar events were reported for the unit since its installation in 2017. Through follow-up communication with customer, livanova learned that customer tests heater cooler device for ntm's monthly, on a pre and post disinfection basis. Furthermore, it was stated that: no other devices are kept in operation room, water blankets are not used. The devices are never used on ICU. A strict adherence to the IFU is followed. Single use gloves are worn for each machine. Only one heater cooler is transported and cleaned at a time. T90 filter is used in decontamination unit and lasts 90 days. There are two further sinks in the hospital, which are used for water tank changes on the alternate weeks. These use the pall aquasafe filter, which is changed weekly. The hcu's are used inside the operating theatre, with the fans facing away from the surgical field including instruments etc. Additionally, latest version of customer's sop was provided, in which among general procedures, it is stated that heater coolers that are kept filled at weekends for emergency surgery are not monitored for h2o2 levels on saturday and sunday, but are always tested before next use. As per device instructions for use, the h2o2 level must be checked daily: if this is not applied, the device must be drained. Based on collected evidence, it is reasonable to conclude that the cleaning and disinfection protocol above described is still adopted by customer and that observed deviation from IFU's may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.